Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director and the reviewer stated that sudden death was reported 3 days after a successful procedure. It was documented that reduction of mitral regurgitation (mr) was maintained. Even if contribution of device cannot be formally excluded, the most likely cause of death is severe ventricular arrhythmia, independent from the device and most probably also independent from the procedure. Based on the information reviewed, the pre-existing ventricular tachycardia likely caused the ventricular fibrillation, which led to the patient death due to the ventricular arrhythmia (ventricular tachycardia and ventricular fibrillation) and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is conservatively filed to report that 3 days post mitraclip implantation, the patient died of sudden cardiac death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3. Two clips (60112u218, 60216u136) were implanted, reducing the mr to 1. On (B)(6) 2016, follow up echocardiogram was performed confirming that the mr was still reduced to 1. On (B)(6) 2016, the patient lost consciousness, then experienced ventricular tachycardia then ventricular fibrillation. Cardiopulmonary resuscitation was performed for more than 30 minutes, but was unsuccessful and the patient died due to sudden cardiac death. The clips remained stable on both leaflets. In the physicians opinion, there was no suspected link between the ventricular tachycardia, ventricular fibrillation (death) and the mitraclips. No additional information was provided.